Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
This information was inadvertently left off of previous MFR. Report: suspect device UDI: (B)(4).

Event description:
It was reported that device diagnostics resulted in high impedance (5637 ohms). X-rays were taken and the patient was referred to surgeon. It was reported that x-rays did not identify any obvious discontinuities with the vns system and that the impedance value was back down to 3900 ohms. It was reported that there was no plans to revise the vns system. It was reported that the patient's neck was placed in different positions for device diagnostics which resulted in lower impedance. An intermittent lead fracture is likely. No additional relevant information has been received to date.